Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a laparoscopic nephrectomy, the balloon would not inflate although surgeon put air into it pumping. UDI number is not available. The procedure was completed with another device. The patient age is not available. The patient weight is not available.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon had a hole. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.